Manufacturer narrative:
"Reported event: an event regarding instability/wear involving gmrs bushings was reported. The event was confirmed via the provided photographs. Method & results: product evaluation and results: the reported devices were not returned; however, photographs were provided for review. The photographs show the femoral, tibial, and rotating components after explantation. The poly bearing components appear fractured and/or worn. The insert appears to exhibit wear like pitting on the articulating surface. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to instability and wear of various components. The reported devices were not returned; however, photographs were provided for review. The photographs show the femoral, tibial, and rotating components after explantation. The poly bearing components appear fractured and/or worn. The insert appears to exhibit wear like pitting on the articulating surface. Further information such as return of the devices, pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened."

Event description:
The following information was provided: it was reported by the customer that "small gmrs femoral component experienced polyethylene wear failure of the bumper axle bushings. Some wear was observed on the small gmrs femoral component and the small gmrs rotating component. Fretting corrosion was observed on the trunnion and taper of the 40mm gmrs extension piece linking the small gmrs proximal tibia and kotz to gmrs adaptor. The extension piece was easy to remove from the adaptor but extremely difficult to remove from the proximal tibia. Blackened flakes observed at tibial trunions." Patient presented with instability of the knee 15 years after the components were implanted.